Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10838r57, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
On 2015-10-05, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving gablofen 2000mcg/ml at 399 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2015, after pump replacement for end of service, the patient was sleepy and not waking up. The hcp decreased the dosing to a single bolus of 12.49 mcg over a three hour duration and a simple continuous dose of 250 mcg/day. As of (B)(6) 2015, the patient's sleepiness resolved. If additional information becomes available, a follow-up report will be submitted.